Event description:
An ambulance crew attempted to use the device with standard external paddles to adminster a shock to a patient diagnosed in ventricular fibrillation. The operator was reportedly "unable to deliver a shock". An automated external defibrillator was made available and used. The patient was resuscitated. There were no adverse affects to the patient reported as a result of device use.

Manufacturer narrative:
Medtronic evaluted the device. The root cause of the reported problem was determined to be due to a broken pin from the paddles connector, which was observed to be lodged in the device therapy connector. The damaged paddles assembly and the device therapy connector will be replaced, and the device will be returned to the customer.